Event description:
Had a defibrillator put in and had to have two add'l surgery which finally had to be removed. Was it just stalled wrongly? I had so much pain from it, I couldn't even wear a shirt. Why was this sticking out of my chest like an egg and so painful? I couldn't eat, sleep or function. I really need to know because now I have very limited use of my left arm. Help me figure out what happened. FDA safety report ID# (B)(4).